Manufacturer narrative:
: The product was returned for review. The height of the device was within the post-sterilization value range. An evaluation of the diameter found the device to be slightly below the validated post-sterilization values. Visual examination found the implant to have a large tract with rough surfaces. No tooth marks are discernable on the surface of the device, so it does not appear to be related to any instrument use. The damage to the implant are inconsistent with those seen in bench top studies. It is suspected that there was some sort of surface interaction during the 2.5 yrs of implantation. More detail is available on the attached report. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.

Event description:
Explant performed on unidentified patient at 2.5 years post op. No additional information received.